Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that the patient experienced an increase in seizures above pre-vns baseline after device was activated. No other relevant information has been received to date.